Event description:
It was reported that patient underwent total knee arthroplasty in 2004. Subsequently, patient complained of pain and revision procedure was performed in 2008. Polyethylene bearing and locking bar components were removed, wear was identified on the polyethylene bearing component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of returned device found evidence of third body debris.